Event description:
It was reported that during ba (basilar artery) thrombectomy procedure, the subject guidewire was used with other devices (catalyst 6, trak 21 and axs offset). When approaching to the lesion, there was difficulty engaging the subject guidewire into the vessel, the 15cm tip of the subject guidewire was fractured and remained temporarily inside the body. Based on the physician¿s opinion, it might be that the patient was elderly and had strong arteriosclerosis and that the extra force was on the tip or severely tortuosity anatomy and torque was applied without transmitting torque to the distal tip of the subject guidewire which caused it fractured. After that, the fractured portion was removed successfully with a gooseneck snare (4 mm). Since the procedure was time-consuming as the surgery delay of approximately 60 minutes due to removing the fracture portion. Therefore, no additional treatment was performed. As the patient is having right shoulder paralysis and impaired consciousness are due to the original stroke, but it is unclear whether they would have improved if the physician had been able to continue treatment.

Manufacturer narrative:
D9 product available to stryker / returned to manufacturer on - updated. H3 device evaluated by mfg ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that the subject guidewire was seen to be broken/fractured along with the nitinol tubing and the core wire at 197cm from the proximal end. The subject guidewire was very slightly kinked/bent. The core wire distal end was observed through the distal tip dome. Functional inspection could not be performed as the subject guidewire was broken/fractured. The reported complaint can be confirmed based on the analysis results. The device failed to meet specification when returned, based on the damage noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that an attempt was made to guide the subject guidewire to the lesion using a combination of cat 6 and trak 21; however, it could not reach to the lesion due to strong arteriosclerosis. The operator changed the system combination to a combination of cat 6, axs offset, and synchro select support, nevertheless, the distal tip of subject guidewire was damaged. Therefore, the axs offset was removed and used the originally used combination of the subject guidewire (synchro select standard) and trak 21 to approach the lesion again. The 15cm tip of the subject guidewire got broken off/ fractured and remained temporarily inside the body. After that, the operator used a gooseneck snare (4 mm) to retrieve the fractured portion. Additional information provided states that the patients anatomy was severely tortuous. The subject guidewire device was returned, and it was confirmed that the distal end of the guidewire had been fractured, there was some minor bending noted to the guidewire. It is probable that the anatomical factors present during the clinical procedure caused the difficulty to advance the subject guidewire to the target vessel and the subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal tip broken/fractured during use¿ and 'device difficulty engaging target vessel' and to the analysed ¿guidewire kinked/bent¿ and ¿ guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during ba (basilar artery) thrombectomy procedure, the subject guidewire was used with other devices (catalyst 6, trak 21 and axs offset). When approaching to the lesion, there was difficulty engaging the subject guidewire into the vessel, the 15cm tip of the subject guidewire was fractured and remained temporarily inside the body. Based on the physician¿s opinion, it might be that the patient was elderly and had strong arteriosclerosis and that the extra force was on the tip or severely tortuosity anatomy and torque was applied without transmitting torque to the distal tip of the subject guidewire which caused it fractured. After that, the fractured portion was removed successfully with a gooseneck snare (4 mm). Since the procedure was time-consuming as the surgery delay of approximately 60 minutes due to removing the fracture portion. Therefore, no additional treatment was performed. As the patient is having right shoulder paralysis and impaired consciousness are due to the original stroke, but it is unclear whether they would have improved if the physician had been able to continue treatment.